Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte catheter ruptured. The following information was provided by the initial reporter: the nursing department has reported recurring incidents of multiple punctures associated with this product, describing situations such as: catheter rupture during the procedure. Given the above, we urgently request specialized technical assistance from the manufacturer in order to determine whether this situation corresponds to possible quality defects in the product or whether it is related to aspects of the insertion technique. This evaluation is a priority for our technovigilance program and to ensure the safety of our patients. Add info received on 24 june 2025. Has there been any harm to patients/healthcare professionals? Yes, there has been an increase in the number of punctures required in patients, mainly pediatric. This is because the catheter is damaged when it touches the vein during the cannulation procedure. These incidents are considered safety events, given the vulnerability of the pediatric population. Has medical and/or surgical intervention been necessary due to the incident? No, surgical intervention has not been necessary due to these incidents. What is the current status of the patient? In order to perform venipuncture procedures effectively, it has been necessary to source and use catheters from another laboratory. Add info received on 01 july 2025. We would like to inform you that, at this time, we do not consider a product recall necessary, as we have moved forward with internal training. Last week, we had the opportunity to receive detailed training from your team on the technique of using this device. This training has been of great value to our staff, and since then, we are pleased to report that we have recorded no new incident reports related to the previously mentioned problems.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 4268220. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received; however, the images showed the product still inside the unit package, this limited visibility and prevented a proper inspection of the product for potential deviations. Based on the production history review and the picture samples, it is not possible to identify the reported defects or determine an exact cause. Based on the additional information received on this report, the team received training and since then no new incident reports related to the previously mentioned issues have been recorded. Based on the investigation results so far, it is possible that the reported incidents resulted from product use. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.